Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer for evaluation. The returned complaint chamber was visually inspected and pressure tested. Results: the visual inspection revealed the chamber dome to be cracked. The pressure test revealed excessive leak, due to the observed damage. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the nature of the cracking suggests that the damage was likely due to impact. It is possible that the damage occured during transportation or storage of the chamber. Every mr290 chamber is pressure tested to 200cm h2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Our user instructions that accompany the mr290 vented autofeed humidification chamber state the following: -"set appropriate ventilator alarms." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Our monitoring and trending of complaints involving cracked domes in mr290 chambers has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of february 2012.

Event description:
A hospital in (B)(6) reported that there was a crack on the chamber dome of an mr290 autofeed humidification chamber causing a ventilator alarm. No patient consequence was reported.